Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Tech support identifies that blower check valve is leaking, based on the screenshots provided by the customer. Video sent shows that the dosing @ 90% o2 setting is working. Logs show that 2p o2 calibration always fails with the reason "because 100 percent o2 threshold was not reached". Tech support sent a new blower unit.

Event description:
The customer reported mismatched between delivered and measured fio2. Further, he reported that o2 flow does not supply correctly on the service screen. There was no information regarding patient involvement that was associated with the event.